Event description:
Pt presented to ER for evaluation of a potential internal defibrillator problem. Pt's wife reported approx 10 defibrillations at home in the evening prior to arrival. Rhythm on arrival was short runs of v-tach. Code blue initiated. Rhythm deteriorated to v-fib. Despite acls protocol with external defibrillation and continued firing of pt's own internal defibrillator, pt was never able to sustain a perfusing rhythm and expired. Device was not explanted, so unable to determine if there was device failure. Internal device did noticeably fire.